Event description:
It was reported that the user received ¿dosing stops soon¿ prompts to connect the cgm or enter a blood glucose value while using a dexcom g7 continuous glucose monitor (cgm), and review of the alarm history showed a brief sensor consistent with cgm signal loss affecting automated dosing. No adverse clinical symptoms were reported. Outcomes included temporary suspension of automated dosing until cgm connectivity was reestablished. User support included guided troubleshooting and education, including checking alarm history, toggling the sensor settings, and reentering the g7 pairing code. Investigation of this case revealed that cgm communication was briefly disrupted and then restored after re-pairing, with the sensor entering warmup and the pump regaining sensor connectivity, indicating a transient cgm signal or pairing issue rather than a persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm communication disruption attributable to sensor pairing or wireless connectivity, resolved through standard troubleshooting.